Manufacturer narrative:
Subject device was returned for evaluation. The device was visually examined and it was observed that the actuator is protruding from the tip of the device needle. The end of the depth straw is damaged. The depth straw was removed and the shaft of the introducer needle is bent in two locations. The gray deployment knob was actuated and failed to adequately function. The deployment knob was able to be moved however, it did not return to the start position. Instructions for use (IFU) state: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ a review of the device history records e did not identify any issues during the manufacture of this device. A complaint history review related to this failure mode identified a duplicate of this complaint file that was created in error. No additional complaints were found for the manufactured lot. Per result of the investigation, the root cause was determined to be ¿user error¿. At this time, no further investigation will be implemented. (B)(4).

Event description:
During an anterior cruciate ligament repair (acl) reconstruction and meniscal tear procedure utilizing the fast-fix 360 curved needle delivery system, it was reported that the t2 implant would not deploy. Implant(s) were removed from the joint. It was reported that a backup device was available and the procedure was completed successfully. (B)(4).